Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, an event and periodic log file were submitted for review. A review of the controller event log file showed events spanning approximately 2 days ((B)(6) 2000 per timestamp). Events occurring from (B)(6) 2000 are default dates due to the controller clock not being set. A review of the controller periodic log file showed approximately 10 days ((B)(6) 2000 per timestamp). The recorded dates ranged from (B)(6) 2000 due to the controller clock not being set. The log files did not show any events that would indicate an issue with the system controller.. The heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting,¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient history of pump stops due to total power depletion covered under MFR report number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: (B)(4). It was reported that upon patient controller interrogation, the vad coordinator saw frequent controller clock not set advisory alarms. The patient denied any events but had a history of prolonged pump stops. Technical services (ts) reviewed the log file and noted that the patient had completely depleted all power sources, including the emergency backup battery (ebb), at least 4 times. This caused the hm3 system to shut off as well as reset the date stamp. These events appear to have resolved once external power was reconnected. Technical services noted that patients who sleep on battery power are at risk for these types of events and recommended that the patient be reeducated for their safety. Although technical services reported that the backup battery did not engage during loss of power events, further review of the periodic log file revealed that the backup battery was engaged and provided power to the system during the 3 of the 4 power depletion events. During 1 of the 4 events the backup battery did engage but depleted and caused the hm3 system to shut down. It was additionally reported that the patient denied having any symptoms or recollection of the event. The patient is historically non-compliant and noted to be reckless with his heart failure treatment. He was scheduled to return to the clinic in early january, but wellness checks have been performed and the patient remains stable. The controller clock had been reset; however, resets each time the patient allows the controller to completely run out of power.